Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's contact called customer service (cs) to report fluid leaking from the apd luer lock connector. The leak occurred during an unspecified phase of treatment, and the patient had to re-setup with new supplies after the issue was identified. Upon follow-up, it was reported that the leak was coming from the connection of the apd luer lock to the baxter extraneal solution bag. There were no reported alarms that occurred in conjunction with the leak. As a precaution, the patient was put on prophylactic antibiotics (type, dose, and duration unknown) the following morning. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention due to the reported fluid leak. In addition, it was confirmed that the patient¿s peritoneal effluent remained clear. The apd connector was not available to be returned for evaluation as it was reportedly discarded.